Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Initially the alarm was resolved by reloading the cartridge but then reoccurred. Reportedly, the customer cleaned the speaker holes and loaded a new cartridge; however, the issue persisted. The customer's blood glucose was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.